Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent fracture occurred. The patient presented with anteroseptal non st-elevation myocardial infarction. The patient was brought to the cardiac catheterization laboratory in a fasting nonsedated state. The right wrist was prepped and draped in the usual sterile fashion. After adequate local anesthesia was obtained with 2% lidocaine, and fentanyl and versed were given for conscious sedation, the right radial artery was cannulated using a small micropuncture needle. The target lesion was located in the left anterior descending artery (lad). A 6fr 16 cm sheath was then inserted. A 6fr non bsc guidewire was inserted and diagnostic angiography was performed and showed occluded proximal lad. A second coronary wire was used. A larger compliant balloon was used and inflated under 18 atmospheres. There was a timi-2 flow in the lad. The mid lad was stented with a 3.00x28mm synergy ii drug-eluting stent and the proximal lad was stented with a 3.50x16mm promus premier¿ drug-eluting stent. While pulling the coronary wire back into the guide to get a cine picture, the coronary wire was accidently looped within the 3.50x16mm promus premier¿stent and became stuck. A small 2.0 non compliant balloon was used to retrieve the wire which was not successful but did break the distal wire free without further embolization. In this process, the distal edge of the proximal stent (3.50x16mm promus premier¿stent) fractured and floating freely in the proximal lad. Since coronary snares and forceps were unavailable, the physician attempted to retrieve the fractured stent by passing a small 2.0 non compliant balloon through the stent, inflate the balloon and then pulled the entire system back into the guide, but this attempt was unsuccessful. The physician did upsize the 6-french guide catheter to 7-french hoping to retrieve the fractured stent back but was still unsuccessful. The physician then used a non bsc guidewire to wire through the fractured stent and clown into the lad. The fractured stent was dilated initially with a small 2.0 non compliant balloon and this was further upsized with a 3.5 noncompliant balloon. After a non-bsc guide extension catheter was advanced, the physician used a 3.5x28mm promus premier¿ drug-eluting stent to "sandwich" the broken coronary wire and the fractured stent. Post stenting angiography showed excellent timi-3 flow in the lad. The patient tolerated the procedure well. Estimated blood loss was between 30 and 50cc. The patient will be admitted to the intensive care unit and will receive integrilin for the next four hours. Effient 60mg will be given on the same day and then 10mg daily. The patient will most likely be on dual-antiplatelet therapy for life. The patient will be on aspirin 325mg daily. The patient will start taking on metoprolol 25mg b.i.d. And the lipitor 80mg daily. Labs will be checked in the morning. Possible discharge home in the morning the next day if the patient remains chest pain free and his creatinine is normal.